Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 278 mg/dl and 128 mg/dl (aviva system) and 71 mg/dl (aviva nano system) customer used same strip lot on both systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. (B)(4).